Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, the cause was the basal software suspended insulin delivery which cancelled the remainder of the extended bolus. A correction bolus was delivered to treat bg level. The customer was instructed to consult with healthcare provider regarding bg level.